Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the trocar would not hold the seal with a 10 mm scope. Used another like device to complete the case. There was no pt consequence reported.